Event description:
It was reported that there were no controls from either side rail due to damaged cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.